Event description:
It was reported that tip of the device was found to be broken during setup for a surgical procedure. No patient involvement or procedural delays were associated with this event.

Manufacturer narrative:
During the visual inspection it was observed that the tip of the pointer was broken off. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that tip of the device was found to be broken during setup for a surgical procedure. No patient involvement or procedural delays were associated with this event.